Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty encountered removing the device was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, after clip deployment, difficulty was encountered removing the device. The thumb advancer and clip delivery tubeset were retracted as far proximal as possible freeing the device from the patient anatomy. Once the device was removed, the nylon of the flex-guide was observed to be bunched up proximal within the clip delivery tubeset. With the starclose se clip remaining in the deployed location, manual arterial compression was applied for ten minutes to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.